Event description:
During the procedure the whisper wire 0.14 x 300cm tip sheared off in the coronary artery. During the procedure the surgeon noted that there was a large loop of the wire formed out of the guide and was looping in the ascending aorta. The surgeon attempted to un-wrap the wire and pulled the wire back. The tip of the wire was trapped in the severe lesion that inadvertently sheared off the tip of the wire. The tip was entrapped in the lesion. The remaining of the wire was removed the tip remained.